Manufacturer narrative:
H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. A review of the device history record of the product code/lot# combination was conducted with no findings. One unused 6fr glidesheath slender from the same lot as the reported sample was received for product evaluation. All accessory components were secured in the packaging. The sheath was subjected to visual analysis, the dilator did not have any damage or occlusions. The sheath also did not have any damages. No other visual anomalies were noted. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath per the device IFU. This assembly was submerged in water, and no air bubbles were observed. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed no damage on the valve. The complaint cannot be confirmed for fluid issue. Without the actual defective sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not implanted. Explanted date: device not explanted. Device manufacture date - unknown due to unknown lot number. The unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender sheath was leaking with heme coming from the valve. This occurred even without a catheter inside of the valve. There was no patient injury/medical or surgical intervention required. The patient was in good condition and recovered and the procedure outcome was good. There were no other devices or equipment used with the reported product.